Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Cse performed a substrate decontamination on the immulite 2000 instrument. The customer informed siemens that since the decontamination there have been no discordant results obtained on the instrument. The cause of the discordant, falsely elevated hcg result on the patient sample is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant falsely high result was obtained on one patient sample for human chorionic gonadotropin (hcg) on an immulite 2000 instrument. The initial result was reported to the physician(s) and questioned, as the physician was aware that the patient was not pregnant. The sample was repeated on the same instrument and the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely high hcg result. There are no reports of patient intervention or adverse health consequences due to the discordant falsely high hcg result.